Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated a doctor contacted the laboratory questioning results for 2 patients that were tested for tina-quant hemoglobin a1c gen.3 ¿ hemolysate and whole blood application (a1c-3). The doctor felt the a1c-3 results for these 2 patients did not correspond to their clinical picture. The customer stated they had been experiencing issues with high quality control (qc) results. The qc results had been very unstable. The first run was too high, but when rerun, the qc results were within the target ranges. Afterwards, the customer calibrated the a1c-3 test and received an error. They performed precision testing which was above 10%. Patient 1 initial a1c-3 result was 61 mmol/mol (7.7%). This result was reported outside of the laboratory and was questioned by the doctor. A new sample was obtained and the result was 45 mmol/mol (6.3%). On (B)(6) 2017 patient 2 had an a1c-3 result of 58 mmol/mol (7.5%). This result was reported outside of the laboratory and was questioned by the doctor. The sample for this patient was not repeated and no additional samples were obtained for testing. There was no report of an adverse event for either patient. The field service engineer (fse) visited the customer site and identified an overflowing water bath. The water consumption of the rinse station was adjusted and the sample probe wash was checked. The fse changed cuvettes, ran a photometer check and cell blank. Afterwards, precision and qc results were good. The a1c-3 reagent lot number was 135618. The expiration date was not provided. The customer has since invited 400 patients back to have new samples collected. No information was provided regarding these patients. An overflow of the cuvette rinse water can be caused by a blocked vacuum nozzle or by cuvette rinse water that had been adjusted too high which is the most probable cause this case. Overflow of rinse water to neighboring cuvettes can cause carryover problems. This issue was corrected during the service visit by the fse on (B)(6) 2017.

Manufacturer narrative:
The customer has not complained of any additional issues.